Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The us complainant had a 5.5 replaced due to lost position signal. There was no harm or injury from the interruption in the support.

Manufacturer narrative:
The data logs were returned and showed suction alarms. On the 2nd day, the p-level was lowered and the pump was disconnected while running. The pump was plugged back in and when plugged in, it produced placement signal not reliable alarms. The placement signal did not return for the remainder of the case. The product was returned and the placement signal not reliable alarm was reproduced. The functionality of the sensor was checked and found to be functioning properly. Biomaterial was found in the outflow and wrapped around the impeller. The biomaterial was removed but the alarm persisted. The sensor was removed and examined and biomaterial was found on the surface of the sensor. The root cause of the placement signal issue was most likely biomaterial on the sensor face. This report is being filed as part of a retrospective review of historical records.